Manufacturer narrative:
Note that imdrf annex a07, a070504, c02, c0501, d15, d09, g02005 and g02002 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device emits a "squeaky noise (alarm), and the noise cannot be turned off. Unit alarms constantly with red arrow icon appeared on the on/off button". Per report, the customer has "attempted to take off both battery and unplug ac, however, did not stop the alarm." The customer stated that the "only way to stop the alarm was to unplug the green cable on front case." There was patient involvement but no harm.

Event description:
It was reported that the device emits a "squeaky noise (alarm), and the noise cannot be turned off. Unit alarms constantly with red arrow icon appeared on the on/off button". Per report, the customer has "attempted to take off both battery and unplug ac, however, did not stop the alarm." The customer stated that the "only way to stop the alarm was to unplug the green cable on front case." There was patient involvement but no harm.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a constant battery alarm was identified as a watchdog alarm. Functional testing was performed using known good parts and a dchu lab test pcu, with the test results finding that the suspect pcu¿s logic and 24 volt switching power supply boards were faulty. After reassembly with these parts temporarily replaced for testing purposes only, multiple tests could not replicate the issue with the known good test parts, and no further faults were found within the suspect device. An external and internal inspection of the suspect pcu s/n: (B)(6) exhibited the following: the front panel was found disconnected (this was done by the customer per report). No other obvious issues or anomalies were observed with the returned device. All components inspected were manufactured by bd. A review of the suspect pcu event log showed that on (B)(6) 2024 at 8:29:20 am the suspect pcu was powered on, after pcu power on, the next log entries only show log requests and power off and on of the device. The last power off for the device on the reported date was at 11:41:51 am a review of the suspect pcu error log showed no errors relevant to the reported complaint. A review of the suspect pcu battery log showed no low battery alarms or sudden battery discharged alarms on the reported date. The alaris user manual (v12.1) states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n: (B)(6) (RMA: 303842839). Please replace logic board and 24 volt switching power supply. Device was opened for investigation. Please re-torque all screws. The probable cause was associated to a faulty 24 volt switching power supply and logic board, please replace power supply board. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the report of a constant battery alarm was identified as a watchdog alarm. The probable cause of the watchdog alarm was identified caused by a faulty logic board and 24 volt switching power supply board. The root cause for the faulty logic board and 24 volt switching power supply board was not identified during the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.